Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required. Complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient's inflatable penile prosthesis malfunctioned. The device was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis malfunctioned. The device was removed. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.